Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was disconnected from the titanium adapter due to loose connection; further reported as "the catheter adaptor that covers one end of the transfer set which connects the transfer set to the patient catheter via a titanium adapter, was disconnected from the remaining of the tubing". This occurred during use in conjunction with peritoneal dialysis therapy. The transfer set was used for less than six months. The transfer set was replaced, but the titanium adapter was still in use. The patient was given antibiotic treatment for prophylaxis. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.